Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was over 500mg/dl. The customer's most current level was 327mg/dl. The customer states they treated with pump and manual injections. Troubleshoot was conducted. The customer was advised to conduct full set, reservoir and insulin change. The customer was advised the meters may not be working as designed. The customer was advised to contact one touch. The customer was advised to monitor the device and call back if issues persist.